Event description:
Per the clinic, the patient experienced an infection at the implant site subsequent to undergoing a revision surgery on (B)(6) 2015, to reposition the receiver/stimulator unit. The patient was treated with antibiotics (type and duration not reported); however, the issue could not be resolved. The device as explanted on (B)(6) 2015.

Manufacturer narrative:
The report is filed september 30, 2015.

Manufacturer narrative:
(B)(4).